Event description:
After complaints of pain, inflammation, and discoloration in pt's right breast, pt returned to surgery on 05/25/06 for removal of wire fragments from a needle localization wire that was used on 10/20/05 for a breast biopsy.